Event description:
It was reported that the customer received a motor error alarm. The customer's blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No motor error alarms were noted. The pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime/fill anomaly. However, the pump passed the basic occlusion and displacement tests. The motor was tested outside of the device and it passed. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked lcd window.